Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented with abdominal pain. The patient was found to have leukocytosis with a white blood cell (wbc) count of 18 and computed tomography (CT) showed stranding along the driveline. The type of infection was corynebacterium striatum. The patient's symptoms included discomfort and fever. The patient was treated with ceftriaxone and was transferred to the study hospital. Infectious disease was consulted, and the patient was started on vancomycin and cefepime. The patient then transitioned to intravenous (IV) daptomycin for four weeks. On (B)(6) 2021 the driveline site was afebrile without any signs of infection. The patient continued on daptomycin.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.